Manufacturer narrative:
Device evaluation summary: during evaluation of the sample some creases were observed on the anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The reported complaint was not confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 250cc, catalog number 3502501bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 250cc and experienced rupture on the right side. Rupture was confirmed by mammogram and MRI. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 250cc, catalog number 3502501bc on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).